Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump was returned for cosmetic damage located at the back of pump battery compartment and retainer ring(crack) found on (B)(6) 2021.unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, cracked case, missing display window cover, cracked battery tube threads, cracked case on the battery tube side, and cracked retainer ring.cosmetic damage was confirmed where cracked retainer, cracked battery tube threads, and cracked case on the battery tube side was noted.

Event description:
Information received by medtronic indicated that insulin pump had cracked battery compartment. No harm requiring medical intervention was reported. The insulin pump was return for analysis.